Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient had persistent abdominal pain, was unable to keep food down, and was currently in the (B)(6) medical center. It was noted that the therapy was working fine for a few months, but this pain started the past few weeks. Troubleshooting was not possible at the time of the report due to a lack of access to a programmer to interrogate the ins. The hcp was redirected to contact a manufacturer representative in the area to have the device checked and for further steps. No further complications were reported/anticipated.